Manufacturer narrative:
The insulin pump passed prime, displacement, rewind and basic occlusion test. The insulin pump was received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. No motion sensor test failure alarms noted. Unable to confirm motor position encoder error alarm in alarm history due to displayable history check failed on startup alarms noted in alarm history. Displayable history check failed on startup alarms due to corrupted history files. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Missing address/serial number label noted.

Event description:
The customer reported via phone call that they received a motor error alarm, motor position encoder error alarm and motion sensor test failure alarm. Customer reported the motor error alarm occurred during a prime. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.